Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced on (B)(6) 2016. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when performing heart catheterization, x-ray revealed that the right atrial lead was dislodged. No intervention was performed at this time. The patient was in good condition.